Manufacturer narrative:
As part of a quality system improvement plan, (B) (4) conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to (B) (4) from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 3 events associated with this event type (user related) and product code jwh.

Event description:
User related. It was reported that left femoral component was implanted in a pt's right knee.